Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range measurements for pacing impedance above 2500 ohms. Fluoroscopy imaging was performed for this patient due to suspected lead fracture; however, no visual confirmation of this issue was obtained. Shock impedance measurements were in normal range. This rv lead was surgically abandoned, and a new one was implanted. No additional adverse patient effects were reported.